Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following pocket closure, it was noted that the right atrial (ra) lead and the rate/sense terminal pin of the implantable defibrillation lead were reversed in the device header. The pocket was reopened and the leads were connected to the appropriate ports. No additional adverse patient effects were reported.